Event description:
Pt admitted to hosp for removal of bilateral breast implants without replacement secondary to deflation of right breast implant. Pt had bilateral mastectomies 1997 for breast cancer. Initial reconstruction with breast implants were done elsewhere. MFR of 700cc textured saline breast implants is unk.